Event description:
The reporter stated that the surgeon attempted to insert a 21.0 diopter aq2003v silicone three piece lens, but the lens was damaged by the injector. There was no pt contact or injury.

Manufacturer narrative:
Device evaluated by manufacturer?: no (other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned, and visual inspection found one haptic torn and bent. There was evidence of clear surgical residue. It should be noted that the cartridge was not returned for evaluation. Evaluation: conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues, and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised, as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.